Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned in three segments. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 32 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high out of range impedance measurements were likely caused by the confirmed fracture.

Event description:
It was reported that during an in office follow-up, this right atrial (ra) lead exhibited high out of range impedance of greater than 3000 ohms. The ra lead was suspected to be fractured. Additionally, during an in office follow-up, testing were performed to reproduce the noise and was successful. Subsequently, this pacemaker system was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in office follow-up, this right atrial (ra) lead exhibited high out of range impedance of greater than 300 ohms. The ra lead was suspected to be fractured. Additionally, during an in office follow-up, testing were performed to reproduce the noise and was successful. Subsequently, this pacemaker system was explanted. No adverse patient effects were reported. At this time, the product has been returned, this investigation will be updated once analysis is completed.